Manufacturer narrative:
Analysis of the implantable neurostimulator with serial (B)(4) revealed that the implantable neurostimulator (ins) passed functional testing. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. Analysis of the lead with lot number va16ubq revealed that lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. No significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are product ID: 3889-28, lot# va16ubq, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed. . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the therapy never helped with the patient¿s symptoms. The patient was still wetting their pants, getting wet all the time, and it was a mess. It was noted 5v was the highest the patient could go and that 5 was very high. The patient was at 3.3v and tried turning off the ins once and it was a little better for a few days and then came back. It was reviewed if the patient tried changing programs and the patient never heard of programs and they were not shown about changing programs. How programs worked were reviewed. It was also reported that the patient was getting symptoms of hot flashes. The patient was redirected to their health care professional (hcp). It was reported that the cause of the hot flashes had not been determined, and no diagnostics or actions/interventions were taken to resolve the lack of therapy and hot flash symptoms. Returned product was received from the hcp . It was stated that the implant failed and there was a displaced electrode. No further complications were indicated.